Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged battery compartment, damaged battery door, bubbled dso seal. A functional test was performed - found that the pump records error code: 46442, which points to a faulty pwa. The cause was a damaged battery compartment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Battery door, battery compartment, dso seal, pwa replacement.

Event description:
It was reported that the battery compartment is broken. The date of the event is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.